Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on the garment seam on his upper back, under his arm and where the garment latches in the front. Patient reported the rash is very itchy. There was no alleged device malfunction contributing to the irritation. A medical professional provided a steroid cream and an antihistamine because the rash is also on his face and head. Follow up indicated that the itching and irritation remain the same.